Event description:
It was reported that after announcing a usual breakfast while using the ilet with an infusion set on the abdomen, blood glucose rose from 140 to 360 mg/dl and trended steady without alarms, and the user performed troubleshooting and a complete supply change after difficulty unclipping for a tubing fill test, confirming no leaks, kinks, or bent cannula. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included a delay to therapy while the user navigated to rewind and completed the supply change. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.